Event description:
During a ipsilateral femur fracture surgeon was inserting a nail with the standard insertion handle. As surgeon inserted the nail the tab on the handle broke off causing the nail not to be in an optimal position for insertion, the screws were posterior. Surgeon could not locate the broken tab of the insertion handle and it was not retrieved from the pt. An x-ray was taken and did not show the piece, it is assumed the piece is in the nail as the tab hooks onto the slot of the nail as a guide for insertion.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn as the product is now entering the evaluation process.